Event description:
Reported due to surgical intervention. It was reported that on 04/21/2006 the doctor introduced the wavemax delivery system into the left subclavian artery. The stent came off the balloon inside the patient's body at the common iliac artery. It was reported during the surgery the "stent was crimped"; the balloon, which "came off intact", and stent were removed via a cut down at the left common iliac artery by the cardiovascular surgeon. The patient required two additional days in the hospital and then was discharged home. The patient status as o 25 days later the "sub-clavian artery is still not fixed, it is stenosed; the fingertips are numb and prickly; there is a blood pressure difference in both arms.